Event description:
A pt reported experiencing inaccurate high results with an otp meter. The pt's blood glucose results were 265, 180mg/dl. Tests were done within 11-20 mins with a difference of 34%. Pt did not experience any adverse events. No further info has been reported.